Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a cable break at the bend protection, plug side. The issue occurred during preparation/prior to sedation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic image could not be displayed, coupler came off from the scope, water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to damage on cable unit, the endoscopic image could not be displayed; due to damage on coupler unit, the coupler came off from the scope; due to damage on plug unit, water tightness was lost. These causes traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.